Event description:
It was reported that the patient had a power-on-reset (por) condition with a 'call your doctor' icon message on their implantable neurostimulator (ins) system after being cardioverted in (B)(6) 2012. It was noted by the patient that the reason for the cardioversion was not related to the ins system. With the assistance of the company representative, the ins was reset using the clinician programmer was able to recharge successfully. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Neuro accessory model 8590vwa lot# 7497822 implanted: (B)(6) 2010 explanted: na; neuro accessory model 8590vwa lot# 10642366 implanted: (B)(6) 2010 explanted: na; lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; recharger model 37752 serial# (B)(4); programmer model 37743 serial# (B)(4); adaptor model 37092 lot# 236730002 implanted: (B)(6) 2010 explanted: na. (B)(4).